Event description:
It was reported that this right trial (ra) lead exhibited noisy signals and undersensing. Technical services recommended further review. This product remains in-service. No adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).